Event description:
The customer alleged a discrepant result using the total bilirubin special (tbili) application on the cobas c501 module when testing was performed on a newborn. The customer stated the initial tbili of 8.0 mg/dl was reported outside the laboratory. The physician questioned the result because the patient had not been "under the lamp" for enough time to have decreased the bilirubin that much (the previous result is unknown). The laboratory repeated the test, obtaining a tbili of 14.0 mg/dl. The customer stated the patient was not affected by the discrepant result. The tbili reagent lot number was 62872801. The field service representative determined the event was caused by a fluidics failure due to the misadjustment of the cuvette regulator. He adjusted the cuvette regulator due to it being low and not properly cleaning the cells. The field service representative performed a precision check, which was within specifications.